Manufacturer narrative:
The device was evaluated at the user location. The reported behavior of the device was attributed to the failure of the connection of a cable connecting the pump display assembly with the internal circuitry of the pump.

Event description:
During preparation of the pump system for cardiopulmonary bypass, the user reported that the roller pump control module display was garbled. The device could be operated, and its status known, by use of the controls in the pump system central control monitor. There were no adverse consequences to the patient as a result of this event.